Event description:
Account didn't have the s/n of the bed. Account alleged that the head hi/low motor torqued and pinched the head hi/low motor cable. The head hi/low motor cable arced against the frame of the bed. (B) (4) stated that there were no injuries. Account alleged that a patient was in the bed and the bed was being used in a regular patient room. There were no reported injuries.

Manufacturer narrative:
Account called and stated that he replaced the head hi/low motor mounts and repaired the head hi/low motor cable by splicing the wires together to resolve the problem with the mounts breaking and the head hi/low motor getting pinched and arcing against the frame of the bed. The head hi/low motor mounts were the cause of the problem.